Event description:
Response to (B)(4). Hospital evaluated their other tables and found two others with the same issue. A preventative maintenance was performed on the table prior to the incident by the facility but this was not on their check list. They have since added the inspection of the clip to their preventative maintenance procedure. A review of (B)(4) records shows that this is the only reported complaint of this nature. Since the introduction of this table model in 2004, this bearing has been replaced 20 times. (B)(4) has sold over (B)(4) of this model table.